Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first occurred at 9pm on an unspecified date during the week prior to the alert date of (B)(6) 2016. At this time the patient stated that they obtained blood glucose readings of "22.0 and 4.2mmol/l" on the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and they denied taking any action with regards to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 5 minutes after this they developed the symptoms of "dizziness and blurred vision". The patient associated these symptoms with high blood glucose levels and thus self-treated by taking oral medication (100mg januvia and 500mg metformin) to lower their blood glucose levels. No medical intervention was required as a result of these symptoms and the patient did not measure their blood glucose using any other device at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information previously omitted from follow-up # 1. A secondary issue was noted for the test strips: when test strips were tested with control solution, an error 5 was observed with no assignable cause found.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution with no assignable cause found. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed